Manufacturer narrative:
(B)(4). The device was not returned for evaluation and there was no reported device malfunction. Dissection is listed in the xience prime everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, there is no indication of a product quality issue. Based on the case information and related record review, a conclusive cause for the reported patient effect, and the relationship to the product, if any, could not be determined. Additionally, the treatment appears to be related to the operational context of the procedure.

Event description:
It was reported that the procedure was to treat a de novo lesion in the proximal right coronary artery with mild tortuosity and mild calcification. Pre-dilatation was performed with an unspecified 1.5x12 mm balloon catheter at 12 and 14 atmospheres. A 4.0x23 mm rx xience prime stent delivery system was advanced to the target lesion and the stent was deployed. Post stent implant, a distal edge dissection was noted. A 3.5x12 mm xience prime stent was implanted to treat the dissection. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.